Event description:
A customer reported that the device advised to deliver a shock with an asystolic waveform while in use on a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer did not request an evaluation of the device by a philips field service engineer. The customer did not allege that the device¿s behavior impacted the patient¿s outcome. A philips clinician reviewed the ECG strips and case events files related to the event, which began at 13:41:15 on (B)(6) 2019. The device was powered on, AED mode was selected, and pads were placed. Waveforms consistent with ventricular fibrillation were displayed until 00:02:04 elapsed time (et); at 00:02:04 et waveforms consistent with chest compressions were observed. Upon the first rhythm analysis the ECG displayed ventricular fibrillation. The device correctly identified this rhythm as shockable and issued a ¿shock advised¿ prompt. After the ¿shock advised¿ prompt was issued, the patient¿s rhythm changed to asystole. The device correctly recognized this rhythm as non-shockable and disarmed. The device behaved as designed. Continuous analysis of the ECG rhythm is a normal part of the device behavior in AED mode to capture any changes in a patient¿s rhythm. The device did not incorrectly identify a non-shockable rhythm as shockable. The device remains in service at the customer site. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device advised to deliver a shock with an asystolic waveform while in use on a patient. Additional details have been requested from the customer.